Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/28/2016 that patient's receiver displayed an error on (B)(6) 2016. The reporter stated the error was either err 62 or err 66. No injury or medical intervention was reported. No additional patient or event information is available.